Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a mid-urethral sling procedure. According to the complainant, the sling was positioned and centered within the patient. The blue centering tab was then cut and removed. Upon examination, the mesh was found to be twisted under the patient's urethra and could not be straightened or flattened. The sling was removed from the patient. The physician completed the procedure with a second lynx suprapubic mid-urethral sling system. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."